Event description:
Co reports 3 incidents of a transfer set leak. Effluent leak occurred after removing the minicap and before opening the twist clamp on the transfer set. The transfer set was in use for one month. No pt injury or medical intervention reported.